Event description:
It was reported that pump screen stayed dark and pump would not turn on despite multiple attempts. There was no reported adverse impact to customer's blood glucose level. The customer reverted to an alternate pump for insulin therapy.